Event description:
The complainant reports that while passing the device through the scope the visual indicator just prior to the balloon catheter detached, pt gender and age is unk. The piece wil be expelled naturally. The device was exchanged and the procedure was completed successfully with no adverse affects to the pt.